Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.